Event description:
It was reported that the fiber card was not permitting fiber function at 400,010 joules during the procedure. The case was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap was also found to have detritus on the outer surface. The fiber condition would likely result in activation of the systems fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.